Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose resulting from the flu. The patient experienced ketones as well. His insulin pump had also alarmed motor error. The patient's blood glucose at the time of incident was 287 mg/dl. During troubleshooting the customer was unable to rewind. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prim test, excessive no delivery test, self-test, a21 error test and displacement test. No motor error alarms were noted. The insulin pump had cracked case at the display window corners. Unit received with minor scratched display window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the motor was tested outside the device and passed. The insulin pump passed the displacement accuracy test.